Manufacturer narrative:
A partial lead measuring 63.6 cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.4-14.1 cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated device replacement, externalized conductors were observed on the rv lead. The lead was functioning normally electrically. The lead was explanted and replaced with a laser sheath.